Manufacturer narrative:
(B)(4) - a visual and microscopic examination identified distal stent damage. The struts on rows 1 to 2 from the distal edge were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 80% stenosed lesion was located in a severely calcified and severely tortuous mid to distal left anterior descending artery. A 2.75x28mm taxus liberte' drug eluting stent was advanced to the lesion, but resistance was felt and the device could not cross the lesion. The device was removed from the patient and the procedure was completed with another 2.75x28mm stent. No patient injuries or complications occurred. Patient status is satisfactory. Product analysis revealed stent damage.